Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and air leaked into the valve and fluid began to leak from the valve. It was reported that the vizigo¿ sheath had an issue with the hemostatic valve. When they pulled back, air leaked into the valve and fluid began to leak from the valve. The sheath was replaced with a competitor sheath to continue the procedure. No adverse patient consequence was reported. There was no damage observed in the hemostatic valve. The hemostatic valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. The hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on13-jul-2022. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and air leaked into the valve and fluid began to leak from the valve. It was reported that the vizigo¿ sheath had an issue with the hemostatic valve. When they pulled back, air leaked into the valve and fluid began to leak from the valve. The sheath was replaced with a competitor sheath to continue the procedure. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and backpressure test of the vizigo sheath. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Per the event, flow and pressure tests were performed per bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) evaluation was performed for the finished device 00001932 number, and no internal action related to the complaint was found during the review. Per the DHR, the d 4. Device manufacture date has been updated. No malfunction was observed during the product analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01314 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath - large) (2) MFR # 2029046-2022-01820 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large) during an internal review on 08-aug-2022, it was noted that the wrong brand name was submitted on the initial mwr-21052022-0001188378. Therefore, d1. Brand name was updated on this report.